Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that he was hospitalized for low and high blood glucose values. His blood glucose value at the time of incident was 37 mg/dl, and reached as high as 600 mg/dl. The customer was hospitalized three weeks prior to the low and high blood glucose episodes because he underwent a triple bypass procedure. When the patient was hospitalized for his glucose levels, the customer states that he was in the ICU and that the doctors were scared of the pump and ordered him to turn it off. The customer believes that the triple bypass may have changed his sensitivity to insulin; he was his insulin pump settings from before the procedure. Troubleshooting for the insulin pump was declined due to the customer not being home. The insulin pump was not returned or replaced, and two packs of sensors were shipped to the customer.